Event description:
It was reported that during a ptca treatment procedure the viva balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a 90% stenotic lesion in a tortuous left circumflex coronary artery. The patient was symptomatic during this event. The viva balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.